Event description:
A report was received that the patient was experiencing pain since the ipg had rotated. The patient underwent a procedure wherein the ipg site was relocated. The patient was reportedly doing well postoperatively.